Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4)- supplemental MDR - barrel / flange damaged. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 3ml ll w/ndl 18x1-1/2 blunt fill barrel / flange was damaged. The following information was provided by the initial reporter: giving an ivp dose of pepcid and there was a leak from the middle of the syringe. There was a hole in the plastic. When I found the leak, I stopped and used a different one. Additional information provided: 1. The lot# 4347572 provided corresponds with the material#305060(syringe 3ml ll w/ndl 18x1-1/2 blunt fill) but the material description shared as syringe 3ml ll 200 s/c (corresponds to 309657). Please confirm the correct mat# & lot#. 2. Describe any patient harm, injury, complication that occurred because of the event. Medication dosing to patient was delayed about 10 min. As the product needed to be wasted and a 2nd ivp dose removed. 3. Please share the captured photo of the event if available a photo was not taken- the product was tossed out to my knowledge.